Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse programmed an ¿unsafe dose¿ on a novum iq syringe pump using auto programming basic. The nurse did not realize they were in basic mode and administered an unsafe dose rate. This occurred during infusion in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.